Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to out of range pace impedance measurements on the competitor right atrial (ra) lead. A review of the recorded episodes noted noise recorded as anti-tachycardia response. A follow up took place and during provocation testing out of range pace impedance measurements were reproduced. A competitor ra lead fracture was suspected. A revision will be performed. No adverse patient effects were reported. Additional information noted that the system was explanted and the device will not be returned. No additional adverse patient effects were reported.